Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the remote manager latch micro switches were failed. The field service engineer replaced the micro switch to resolve. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation es system remote manager refrigerator lock was failing off and on. The customer added that this malfunction caused a delay in retrieving medication to patient. However, there were no adverse events or injuries reported based on this event.